Event description:
The customer contact reported the tubing ruptured while in use with a power injector. The power injector was connected to the extension set, which was attached to an unspecified IV catheter. It was reported that 150ml of omnipaque (300mg/ml) was injected into the pt at a rate of 3ml/sec. After approx 3-5 ml of the contrast medium had infused, the extension set ruptured. The rupture was 1 cm distal to the junction of the tubing to the t-connector. The contrast medium came in contact with the pt's arm and scalp. The pt experienced minimal amount of blood loss. The extension set was removed from the pt. The study was completed without an extension set. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
H10: the sample was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel. 100955074-01-00.